Manufacturer narrative:
B5: elevated iop and blurriness was noted. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in a specimen cup, in liquid. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl3.2, -16.00/2.0/107 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to angle closure with elevated iop(32mmhg, assessed on (B)(6) 2021) on (B)(6) 2021. This resolved the problem.cause of the event is reported as device.